Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation. Reviews of the complaint history, device history record, drawing, manufacturer¿s instructions, quality control, and a visual inspection of the returned device as well as an inspection of an unused device were conducted during the investigation. The visual inspection of the returned package confirmed that eighteen mps sets were returned for investigation, one used, one prior to use but opened, and sixteen unopened, unused devices. The two opened devices were investigation at cook¿s facility, and the sixteen unopened devices were sent out to be tensile tested separately at the supplier facility. The used mpis set¿s outer cannula was separated into two segments and shaft material was visible inside the hub. At the point of separation on one segment compression was visible on the side and appeared to have been impacted by a hemostat or other device. The tip appeared round with no damage. The prior to use mpis set was separated into three pieces with the tips appearing compressed. Excessive force appeared to have been applied on the outer catheter, which may have led to the separation. As for the remaining sixteen devices, they all successfully passed the minimum acceptance criteria of force applied. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. However, it should be noted that there were a total of three complaints associated with this lot. Complaint file (B)(4) each contained one device from the lot and exhibited elongation and separation respectively. All devices returned from these complaints were tested and performed according to the predetermined acceptance criteria for tensile properties and no devices were confirmed to be out of specification. Furthermore, reviews of the manufacturer¿s instructions, drawing, and quality control procedures were conducted, and no gaps were discovered. While the cause for the failure could not be determined, a possible reason could include the user¿s handling of the device and/or forces above the acceptable criteria may have been applied. Based on the information provided and the examination of the returned product, investigation has concluded that a cause for this event could not be established. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Other healthcare professional. PMA/510(k) number = pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, a female patient of unknown age was undergoing femoral puncture and access. The patient's anatomy was neither calcified, scarred, nor angled. During removal, the sheath contained in a micropuncture transitionless stiffened cannula access set stretched and the hub completely separated from the shaft. The physician was able to remove the catheter without it migrating into the patient. Another micropuncture transitionless stiffened cannula access set from the same lot was opened and the sheath broke instantly when moderate pressure was applied. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.